Event description:
It was reported during the procedure after the subject coil was detached, it was stuck on the catheter tip. The physician used a guidewire to successfully separate the coil from the catheter tip and place the coil into the aneurysm. The procedure was completed successfully without any clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the detached coil inside the patient's aneurysm was stuck to the microcatheter and required the use of a guidewire to push it out. It's possible that the coil was still inside the microcatheter when it was detached, however this cannot be conclusively determined. An assignable cause of undeterminable will be assigned to this complaint as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported during the procedure after the subject coil was detached, it was stuck on the catheter tip. The physician used a guidewire to successfully separate the coil from the catheter tip and place the coil into the aneurysm. The procedure was completed successfully without any clinical consequences to the patient.